Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported by the patient that following the implant of their first device there were several hospitalizations and that they "thus lost my whole existence." The patient also states that they went independently to clinics "many times." The device has been removed and replaced, no further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): battery - battery depletion-normal.

Event description:
It was reported by the patient that following the implant of their first device there were several hospitalizations and that they "thus lost my whole existence." The patient also states that they went independently to clinics "many times." The device has been removed and replaced, no further patient complications have been reported as a result of this event.